Event description:
It was reported by a customer in (B)(6) that, during patient use, the ht70 plus ventilator filter cover gasket detached from the unit. Although the ventilator continued cycling, the patient was transferred to another unit. There was no reported patient injury.

Manufacturer narrative:
Although requested, there is no available info regarding the evaluation and repair of this device. (B)(4).

Manufacturer narrative:
The covidien field service support team evaluated the returned component, and could not duplicate the reported malfunction of a detaching o-ring. However, it was found that the clear part of the inlet cover was broken and detached from the cover. The root cause for the separation was not determined. (B)(4).